Event description:
It was reported that the motion interrupt pan was hanging down on the right head end side. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.